Event description:
Customer reported to beckman coulter, inc (bec) that there was a small amount of liquid below reagent probe "b" of the unicel dxc 600 synchron system. Customer reported that erroneous results were not generated. There was no report of any adverse event or injury requiring medical intervention or patient treatment. Bec field service engineer (fse) identified a corroded vacuum valve associated with probe b. The fse replaced the valve.

Manufacturer narrative:
(B)(4).